Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2008, a primary tha surgery was performed at another hospital using the following products. - cup (mah : kyocera), - metal liner 52/36, - 36 mm head + 0, - s-rom-a 8 x 14. On (B)(6) 2017, the revision surgery was performed at (B)(6) hospital due to the following reasons. - armd due to mom, - osteolysis due to metallosis, - cup loosening. The revision surgery was completed successfully. Also, the surgeon commented that trunnionosis (wear of the head) might be caused by a large size of head.

Manufacturer narrative:
Depuy considers the investigation closed at this time.should the additional information be received, the informationwill be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
On september 17th,2008, a primary tha surgery was performed at another hospital. The revision surgery was completed successfully. Also, the surgeon commented that trunnionosis (wear of the head) might be caused by a large size of head. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.